Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and one opening curved on the posterior. Leak test and microscopic analysis was performed which identified: one sharp opening on the posterior, one striated opening on the posterior, wear abrasion, and non-penetrating nick striated on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as an unidentified (tear) opening. A striated opening on the posterior assessed as surgical damage consist in the use of some surgical tool. Creases are observed but have no relationship with manufacturing. Non-penetrating nick striated assessed as surgical tool scratch like.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported "folded". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported "folded". Device has been explanted.